Event description:
The prosthesis suffered breakage during the attempt of implantation. Once the op8320 (chin prosthesis) broke, another prosthesis was implanted (op8321). The procedure was finished successfully, and the patient is well.

Manufacturer narrative:
The investigation is still ongoing. All additional information will be provided in the follow-up report.

Event description:
The prosthesis suffered breakage during the attempt of implantation. Once the (B)(6) (chin prosthesis) broke, another prosthesis was implanted ((B)(6)). The procedure was finished successfully, and the patient is well.

Manufacturer narrative:
A review of the manufacturing records was performed. There was no indication of non-conforming product prior to final inspection. A review of the quality inspection records was performed. During final inspection, all units of (B)(6), lot 002060224, passed quality inspections and met the acceptance criteria associated with the manufacturing attributes and specifications. Following the investigation, a definitive root cause could not be confirmed as all records indicate sufficient manufacturing and quality inspection performance. Conclusively, the instructions for use assert that the success of any implant is dependent upon careful handling and good surgical technique. Matrix surgical USA is committed to delivering surgical implants that meet the highest standards of quality.